Event description:
The customer reported that a fluid leaked fro the texium primary tubing. Stated that they couldn't tell where it was leaking, but it looked like it was around the bonded closed system male luer. No pt harm or med intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.